Event description:
It was reported that customer experienced pump battery depletion issues and stated that pump battery drained too quickly and needed to be charged frequently to prevent shutdown. There was no reported impact to the customer¿s blood glucose level. No further actions or troubleshooting were completed because technical support was unable to reach customer or obtain additional information, and no additional outcome details were available.